Event description:
It was reported that during a da vinci s prostatectomy procedure, when the endowrist prograsp instrument was removed a silver object was observed inside of the patient. The silver object was retrieved and the planned surgical procedure was completed. Examination of the silver object by the surgical staff confirmed that it came from the endowrist prograsp instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that instrument was returned with one distal idler pulley detached from the wrist and taped to the housing. The idler pin on the distal clevis does not appear to be swaged sufficiently to retain the pulley.